Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
The customer reported they experienced temperature unstable errors during an ablation procedure. They had to stop the procedure before completion. An additional procedure is to be performed in the future. There was no patient harm.